Event description:
It was reported that while getting into the bed, a patient started falling and grabbed the footboard allegedly cutting their hand on the footboard which required 12 stitches.

Manufacturer narrative:
The bed was inspected by the customer and stryker field service technician and no sharp edges or footboard malfunction could be found. The customer identified the footboard lid area as a potential location where the cut may have been caused but it is not known if this is what caused the injury. No repair was performed on the bed.